Event description:
The airseal tubing started to leak in the middle of the case. The operating room (or) team examined the equipment and found a leak at the attachment with the adapter. The leak continued and resulted in a disconnection. The operating room (or) team had to pause the procedure while the device was replaced. The patient was not harmed.